Event description:
A malfunction alarm with code 12 was reported, but there were no notable events prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided reset information and assisted with the process, which successfully resolved the issue as the malfunction did not recur. The customer can continue using the pump and was advised to contact support again if the issue reoccurs.